Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the patient was experiencing "possible pump malfunctions". No additional information was provided. Customer support attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: during investigation, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. No malfunctions occurred during testing. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. Investigation was unable to duplicate the original complaint of a malfunction. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.